Event description:
It was reported the patient presented for a leadless pacemaker (lp) initial implant procedure. During the procedure, the lp dislodged from the tissue during tension testing. The device was redocked and during additional mapping, a clot was discovered on helix. The lp was removed for external examination, and the inner helix was seen to be damaged. Due to patient anatomy, implant attempt was abandoned. A transvenous pacemaker was successfully implanted on (B)(6) 2025. The patient was stable.